Event description:
It was reported that pump experienced malfunction with displayed malfunction code before caller contacted support, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset malfunction without recurrence, was instructed to continue using pump, and was advised to call back if malfunction code appeared again, which caller acknowledged and understood.